Event description:
It was reported to philips that the device experienced a shock equipment malfunction. As a result of the alleged failure, the device displayed a red x in the rfu indicator coincident with an audible chirp. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.